Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report that the tubing broke was confirmed. The set was visually inspected and a separation was noted between the tubing and the lower fitment. The root cause of the separation is insufficient solvent having been applied during the manufacturing process.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.

Event description:
The customer reported that tubing leaks at various places within the IV line while infusing chemotherapeutic medications and saline. There was no patient harm.